Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6)2013, the patient contacted animas stating that since(B)(6) 2013, she experienced a blood glucose (bg) value in the 148mg/dl to 509mg/dl range with mild symptoms of blurry vision and irritability. There were no site/set or cartridge issues noted. It was noted that the last set change was on (B)(6) 2013. Customer support (cs) reviewed the pump with the patient and no issues were noted with the programming/settings on the pump. The patient reportedly contacted animas customer support at a later time and stated that the pump was delivering appropriately and that her bg reportedly came down to 56mg/dl with no symptoms. The patient stated that she did not feel there was an issue with the pump and stated that her body was readjusting due to elevation levels from traveling. There was no indication of a pump malfunction. This complaint is being reported due to the patient experiencing a hyperglycemic event while using insulin pump. Use error contributed to the reported bg event as the patient stated that her body was readjusting to elevation levels from traveling and that she needed to make adjustments to the pump's settings.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: typical usage alarms and warnings were observed in the black box and alarm history; there were no alarms related to the complaint. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A force sensor calibration check revealed the force sensor was out of calibration. The force sensor resistance was found to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.